Event description:
Rptr had bilateral breast implantation on 4/21/76 following mastectomy for fibrocystic disease. She has subsequently suffered the following: hematoma and infection of the right implant site; ruptured left implant secondary to capsular contracture and numbness on the left, chronic uti's, low bp, peripheral neuropathy, anxiety, lack of concentration, short term memory loss, dizziness, atypical ms, stroke, pain, inflammation, elevated cholesterol, extremity pain and swelling, raynaud's disease, constipation, ibs, hysterectomy, hair loss, headaches, chf, angina, allergies, lupus, rheumatoid arthritis, lung problems, axillary lymphadenopathy, fatigue, insomnia and fibromyalgia. Implant dates: right 4/21/76, 11/17/76, left: 4/21/76, right #1 9/21/76. Explant dates: right #2 and left 1/3/95.